Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose was 400 mg/dl and current blood glucose was 200 mg/dl. Customer was treated with manual injection and insulin pump for high blood glucose. The customer declined to troubleshoot for the high blood glucose incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.